Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause for the alleged issue could not be determined. Per the instructions for use of the device, pump flipping is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Patient tracking received a tracking form reporting a pump relocation surgery that was performed due to the pump flipping too often. The pump was moved from the patient's abdomen to the patient's back.